Manufacturer narrative:
No ge service was performed. The customer cleared the fault. System operates as intended.

Event description:
The customer reported, the displays above the table are dark. No pt injury was reported.